Event description:
A 63-year-old female patient with newly gliosarcoma started optune gio therapy on (B)(6) 2020. On (B)(6) 2026, the patient's spouse notified novocure that the patient had collapsed on (B)(6) 2026, falling backward onto the optune gio device and a wooden staircase. The patient was hospitalized and diagnosed with a "thigh" fracture, which was surgically repaired the following day. On (B)(6) 2026, the patient experienced an acute deterioration, and diagnostic evaluation revealed a pulmonary embolism. The patient was transferred to the intensive care unit (ICU) and treated with intravenous anticoagulation. The patient was discharged from the ICU on (B)(6) 2026 but remained hospitalized for several additional days. According to the patient's spouse, the patient may require rehabilitation, and they planned to inquire whether optune gio therapy could be continued during the rehabilitation period. On (B)(6) 2026, the patient's prescribing physician reported to novocure that the patient's spouse had informed them that the patient became dizzy while bending over, fell, and sustained a femoral neck fracture requiring surgical intervention. Per the spouse, there was no loss of consciousness or seizure activity associated with the event. At the time of reporting, the patient remained hospitalized at a different facility. The prescribing physician assessed the event as unrelated to optune gio therapy.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the device to the femoral neck fracture cannot be ruled out. The fall and pulmonary embolism were unrelated to optune gio therapy. Hip fracture is not an expected event with optune gio device use in the (ef-11 or ef-14 trial in optune arm). There have been approximately 89 reports of hip fracture in the commercial program to date, one of which was related to device use.